Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when she got sick, she had electrical shocks as her body tightened. Pt states as her body would tighten she would get electrical shocks through limbs and head. Pt states she cannot remember but remembers being on limbs and it really hurt. Pt states when they took x-ray at facility the lady said on x-ray said something about the leads. Pt states terminate in posterior epidural space, pt states she doesn't know what this means. The patient was redirected to their healthcare provider (hcp) to further address the issue.